Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that the customer had been experiencing high blood glucose levels. Blood glucose level was 466 mg/dl at the time of the call. Caller reported treating the high blood glucose level with insulin injections. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.